Event description:
It was reported that the pump died and won't turn on, even after troubleshooting. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.